Manufacturer narrative:
The device was returned for analysis. The reported rupture was confirmed. The noted wrinkles on the balloon are likely due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that case circumstances are the likely cause for the reported difficulties. It is likely that the rupture occurred due to interaction with lesion calcification causing damage to the outer surface of the balloon and rupture during inflation. This in turn caused the balloon to not properly refold and became wrinkled throughout during removal of the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified, mildly tortuous, 80% stenosed arteriovenous fistula. A 5x40mm armada 35 percutaneous transluminal angioplasty (pta) balloon was inflated once to 16 atmospheres when the balloon ruptured. A same sized armada 35 pta was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.